Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion during flow rate accuracy test which was reproduced. The device was tested for flow accuracy and under-delivered within specifications. The under infusion during flow rate accuracy testing was verified and found to be caused by the out of specification pressure plate. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during a flow rate accuracy test. The customer also reported using the specifications from the service manual during the test, rather than the new preventative maintenance procedure. There was no patient involvement. No additional information is available.